Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not communicating. Over the past few months, it had been found unresponsive and only operated again for a few weeks after a full restart and cable disconnection. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the system exhibited a communication failure. A field service engineer (fse) tried to reimage the system, but the tool was broken. Fse then reinstalled the network drivers, disabled the power management and reconfigured the internet protocol address to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.